Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a power supply error. There was no reported patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed an "inop: power supply failure" message. Philips fse replaced the battery and processor pca. The device passed all functional tests. One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board.

Event description:
It was reported to philips that the device has a power supply error. There was reportedly no patient involvement.